Event description:
It was reported that during a da vinci-assisted surgical procedure, the single port instrument sheath was damaged and impacted the ability of the surgeon to drive the instrument in and out and was not coming through the sheathl very smoothly. The friction was really high. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was physical damage that appeared to have missing material that is visible on the photos. The reporter sent photos of multiple damaged sheaths.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Sheath was damaged, causing high friction and difficulty in smooth insertion and withdrawal through the seal during the procedure. The issue likely resulted from collision with a laparoscopic or advanced access port. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Review of the provided images were consistent with the customer reported complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.